Event description:
It was reported that the patient was experiencing cervical radicular symptoms and neck pain. No device issue was suspected. The patient underwent a procedure wherein the implantable pulse generator (IPG) was replaced and a new lead was implanted. was doing well and the explanted IPG was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block B3: Exact date approximated based on the date the manufacturer became aware of the event.